Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a ligation in the esophagus performed in 2009. According to the complainant, during the procedure, they deployed the first band successfully, but they were unable to deploy the second band. They removed the scope, and found that the holding suture was twisted. They re-scoped the pt using another speedband superview super 7 multiple band ligator device and the case was completed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.